Manufacturer narrative:
Mentor became aware that the initial report inadvertently submitted with few errors; the procedure type was breast reconstruction primary. Device was never implanted therefore there is no implant and explant date as it was reported initially. There was no adverse event and it did not require intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient underwent an primary breast reconstruction surgery with mentor tissue expander, 400cc saline breast

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast reconstruction surgery with mentor tissue expander, 400cc saline breast implants which the left side deflated during implantation. The device was replaced with another tissue expander. During inflation of the expander to evaluate the continence of the same was detected extravasation of the saline solution near the connection of the valve conduit. No patient consequences reported.